Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the device had a downstream occlusion (dso) seal damage, and the lcd lens were scratched. Functional testing and visual tests were conducted with the returned device. The customer problem was duplicated. The root cause of the problem was contamination. The service history review identified there was no indication the complaint was related to previous service of the device. As a preventative measure, the dso sensor was replaced. The bezel, seal, lcd lens and labels were also replaced.

Event description:
It was reported that the device exhibited a preventative maintenance alarm. There was unknown patient involvement and unknown harm/adverse events reported. Analysis revealed that the downstream occlusion seal was damaged, and the lcd lens were scratched.